Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. Due to the fact a that cuff leak was discovered during use (not before tracheostomy procedure as required by IFU) it is the most probable that the reported failure occurred during use due to contact with sharp edge which is in conflict with instruction for use "guard against cuff damage by avoiding contact with sharp edges". Unfortunately, without the sample we are unable to determine the true root cause of this issue. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that there was an air leak on the vent. There was patient involvement, and no harm reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.